Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2100 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv2100) have been reported from the same facility.

Event description:
It was reported that within hours after placement, catheter did not have consistent blood return to all lumens or flushing. Catheter was trouble-shot and then treated with cathflo which did not restore patency. Catheter was then replaced.

Event description:
It was reported that within hours after placement, catheter did not have consistent blood return to all lumens or flushing. Catheter was trouble-shot and then treated with cathflo which did not restore patency. Catheter was then replaced.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of issues during flushing and aspiration is inconclusive due the conditions during use being unknown. One 5 fr tl powerpicc solo was returned for investigation. The catheter extended up to the 39 cm depth marker. The sample was flushed with water using a 12 ml syringe through each lumen and was found to be patent to infusion. Water was then aspirated through each lumen and no apparent issues were observed. The reported issues mentioned in the event description could not be confirmed from the returned sample; however, possible contributing factors include partial occlusion due to precipitate formation and kinking. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recv2100 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv2100) have been reported from the same facility.